Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient had an infection at the lead site. As a result, the lead was explanted on (B)(6) 2015. The patient was discharged from the hospital on (B)(6) 2015 after the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow up revealed this event was previously reported under MFR # 1627487-2015-06309. The infection resolved over time.